Manufacturer narrative:
The product was returned for review. The visual evaluation found scratches on the lateral surface and two pin holes on the articulating surface, the latter likely occurring during the revision surgery. A smooth depression with unidirectional scuffing on one side of the articulating surface was inconsistent with the scuffing observed in the cartiva on cartilage wear study which simulated the equivalent of 5 years of use was found. The height of the device was measured and found to be within the post-sterilization value range. The device diameter measured slightly below the validated post-sterilization values. More detail is available on the attached report. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
The surgeon reported that they suspect implant subsidence on an un-identified patient approximately one year postoperatively. The exact date of implant is currently unknown. The surgeon suspects the implant may be subsiding due to osteolysis.